Manufacturer narrative:
There was no add'l info available to the manufacturer. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator stopped ventilating. There was no pt involvement.